Manufacturer narrative:
(B)(4). Method: device ECG was reviewed for this incident. Result: artifact detected during analysis. Conclusion: device labeling instructs the user on how to handle artifacts within the ECG.

Event description:
AED deployed the subject was not resuscitated.